Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed, as no lot number was provided. However, there are no indications, to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted, the device did not function. This confirmed, a relationship between the event and the device. Device performance data showed, that the device ran for over 7 days. As stated in the IFU, the pico 7 device is designed to provide therapy for 7 days. The device stopped providing therapy, as it had reached its end of life time limit. The investigation has been concluded, as ¿no device problem identified¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern. And are continually investigating ways to develop and improve our products.

Event description:
It was reported that five days after starting npwt utilizing pico 7, the pump stopped working. The treatment was continued with a new pico 7 pump. No patient harm. No delay was reported. The pump will be returned for investigation.